Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one flexor balkin guiding sheath was returned to cook for investigation. No glue was noted on the proximal end of the connecting tub. However, one kink was noted 5.4cm from the cap and a flat section was noted 2.1cm from the cap and was 3mm in length. There was also wrinkling on the sheath 6cm and 6.2cm from the proximal fitting. No other damage was noted. Investigation was able to successfully recreate the reported failure. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that the only other complaint associated with this lot number is also connected to this same event. Furthermore, reviews of the manufacturer¿s instructions, drawings, quality control procedures, and overall device master record were conducted, and no gaps were discovered. Through these reviews cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. It should be noted that the IFU provided with this device does not specifically speak to this reported failure. Based on the information provided and the examination of the returned product, investigation has concluded that a definitive root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4)

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a male of unknown age was undergoing an unspecified procedure utilizing a flexor balkin guiding sheath. The flexor balkin guiding sheath was placed in the patient's left groin and during an unspecified time in the procedure the "sidearm comes off the sheath". Reportedly, this caused the patient to bleed requiring a trip to "ir" where the device issue was found. No additional information was provided but has been requested. No patient adverse effects have been reported.